Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; "large right peri-implant effusion. 30 cc of clear yellow fluid was aspirated".

Event description:
Healthcare professional reports patient's concern with the product. Further reported was ""large right peri-implant effusion. 30 cc of clear yellow fluid was aspirated" and "the sample demonstrates sheets of malignant large lymphoid cells which are strongly positive for cd30, cd45, and partially positive for cd3. Alk1 staining is negative. The overall findings support a diagnosis of anaplastic large cell lymphoma, breast implant associated." Affected side is right. The device has been explanted.